Manufacturer narrative:
It was found that the customer centrifuges samples for 4 minutes at 4500 rpm, which may be too short and too fast. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The calibration and qc data provided were acceptable. The alarm trace did not contain a conspicuous event. Based on the available data, a general reagent issue could be excluded. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat assay results for 1 patient sample on a cobas 6000 e601 module. The initial troponin result was 16.33 pg/ml. The repeat result from an aliquot of the initial sample was 5.44 pg/ml. The initial result was reported outside of the laboratory. The analyzer serial number is (B)(6).